Event description:
It was reported that the patient experienced a hemorrhagic stroke. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was experiencing stroke-like symptoms and went to have a computed tomography imaging procedure performed. It was noted that the patient experienced a massive hemorrhagic stroke and remains hospitalized as a result of this event.